Event description:
It was reported that a post coronary drug eluting stenting procedure, subacute thrombosis occurred. The 50-75% stenosed lesion was located in a mid left anterior descending artery at the takeoff of the second diagonal. The patient presented to cath lab post a myocardial infarction. Ivus confirmed the results from the initial diagnostic angiograms. The lesion was predilated twice to 12 atms using a non bsc 2.0x12mm balloon. A 2.5x8mm taxus liberte' drug eluting stent was deployed in the left anterior descending artery just above the bifurcation point of the second diagonal. An additional 190cm non bsc wire was advanced into the second diagonal. The second diagonal and the bifurcation point of the anterior descending artery were stented simultaneously with a 2.25x16mm taxus atom drug eluting stent in the left anterior descending artery and a 2.25x12mm taxus atom drug eluting stent in the second diagonal. Both stents were deployed at 9 atms and then the stent balloons were withdrawn approximately 2mm and then post-dilated at 12 atms. The final result was reduction of the 75% stenosis to less than 25% residual stenosis with preservation of timi iii flow down both the left anterior descending artery and the second diagonal. A non-bsc stent was implanted in the subtotally occluded obtuse marginal artery. No patient injuries or complications occurred. Antiplatelet medication was not started until immediately post procedure and the patient was discharged on plavix. Patient status was satisfactory and the patient was discharged. Five days post stenting the patient presented with chest pain and st elevations. Diagnostic angiography confirmed thrombosis in the 2.25x16mm taxus atom drug eluting stent that was deployed in the mid left anterior descending artery. The physician placed an unknown stent within the 2.25x16mm taxus atom stent. No further patient injuries or complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.